Event description:
It was reported that the patient¿s pump was implanted on the right side of her body and it was protruding. The patient asked to have her new pump moved to a different area because, she was skinny; she weighed (B)(6) and the pump was annoying. The patient reported a dose of approximately 26 ml. The pump was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
Additional follow-up with the healthcare provider indicated that the patient was a thin lady so the pump protrudes. Morphine concentration was stated as 25mg/ml at a daily dose of 26.5mg.